Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA) plan/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged medical device report (MDR) retraction: the initial MDR with manufacturing report number (MFR) 8021545-2025-00440 was submitted on (B)(6) 2025. Based on the investigation completed on (B)(6) 2026, the case has now been determined to be non-reportable. Therefore, this supplemental report is being submitted to retract the initial MDR. In addition, the initial MDR (B)(4) with manufacturing report number 8021545-2025-00441, submitted on (B)(6) 2025, which corresponded to the parent complaint with case ID (B)(4) and MFR 8021545-2025-00440 contained the same patient and product information, is also being retracted. Reports being retracted: initial and final MDR (B)(4) - (MFR: 8021545-2025-00440). Initial and final MDR (B)(4) - (MFR: 8021545-2025-00441). To date no additional patient or event details have been received.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: sweden. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in sweden. It was reported that patient faced eczema event of (B)(6) 2025. The patient inserted in a different product at different location. No further information available.